Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: product ID: dtbb1d1, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that pocket erosion occurred near the device. It was further reported infection was present and the patient was bacteremic. The implantable cardioverter defibrillator (ICD) system was explanted. The patient was a participant in the system longevity study. No further patient complications have been reported as a result of this event.